Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose levels (bg) were elevated (543mg/dl) since the previous day. Elevated bgs were treated by administering a bolus using the pump and manual injections, and the issue resolved.